Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device would not function properly due to fluid loss. Upon removal a hole in the junction of the tubing and the pump was observed. There were no patient complications.